Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report received from the affiliate stated that the precise pro rx us carotid system failed to cross the lesion. There was no patient injury reported. The product was returned for evaluation and testing and preliminary analysis states that the stent was protruding .5 cm. The age and gender of the patient is unknown. The product looked normal when taken from the packaging. There was no difficulty flushing the device. The target lesion location is unknown. The characteristics of the vessel are unknown. It is unknown if there was any difficulty accessing the lesion with a guidewire. It is unknown if the lesion was pre-dilated. It is unknown if any excessive force was used to cross the lesion. There was no reported patient injury. One non-sterile unit of precise pro rx, 9x40 mm was received coiled in a plastic bag. Stent was partially deployed 0.4 cm, and it was damaged (bent and broken struts). Hemovalve was closed. Outer sheath was kink at 3.5 and 3.8 cm from distal end of brite tip (bt). No other anomalies were detected. The outer diameter (od) of the stent delivery system was measured in several places and it was found acceptable. Deployment process was completed and no resistance was found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The "failure to cross" condition reported by the customer was not confirmed as no discrepancies were found during the dimensional analysis. The "deployment difficulty-partial deployment condition" reported by the customer was confirmed. The cause of the "deployment difficulty-partial deployment condition" reported by the customer and the damaged stent/ bent outer sheath and stent damage found during analysis could not be conclusively determined; however they do not appear to be manufacturing related, controls are in placed at the final assembly and packaging processes to prevent these type of failures, as well as there are inspections in place to detect damages in the sds and stent. Handling and the coiled condition of the unit received for analysis may contribute to failure as reported. Neither the DHR review nor the product analysis suggest that the condition reported by the customer is manufacturing related, therefore no actions will be taken at this time. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event. However, in this case, it is possible that the difficulty experienced by the customer was related to procedural factors and/or vessel characteristics.

Event description:
The original report received from the affiliate stated that the precise pro rx us carotid system failed to cross the lesion. There was no patient injury reported. The product was returned for evaluation and testing and preliminary analysis states that the stent was protruding .5cm. The age and gender of the patient is unknown. The product looked normal when taken from the packaging. There was no difficulty flushing the device. The target lesion location is unknown. The characteristics of the vessel are unknown. It is unknown if there was any difficulty accessing the lesion with a guidewire. It is unknown if the lesion was pre-dilated. It is unknown if any excessive force was used to cross the lesion. There was no injury to the patient.